Manufacturer narrative:
A thorough investigation was performed by design engineering who was unable to reproduce the reported issue. The system logs could not be obtained from the time of the incident which prevented a more thorough failure analysis. If this issue recurs, another complaint report will be generated to further investigate the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : information provided by the customer has been analyzed.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion. Data provided by the customer is being analyzed.

Event description:
A customer reported encountering an incident where their epiq ultrasound system became unresponsive during a mitraclip implantation in the heart valve. The failure occurred towards the end of the procedure and the system was restarted to complete the implantation. The site¿s local philips application specialist confirmed the patient was not harmed as a result of the issue.